Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the pump unexpectedly reset multiple times. The customer reported a blood glucose (bg) level of 194 mg/dl for the first occurrence. During the second occurrence, the customer's bg level was 424 mg/dl and was addressed with a bolus via another pump. The customer confirmed that an alternate method of insulin delivery was available.